Event description:
It was reported that at the time of lead repositioning, the physician observed the connector 'was strange'. The device was explanted and replaced. No patient complications have been reported as a result of this event. The patient status was reported to be 'good'.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found.